Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s pain stimulator device did not work right from the time it was installed. The patient tried to ask for a surgery to remove it, but the patient¿s doctor told the patient that it would not cause any infection to the patient. No patient symptoms were reported. No further complications were reported/anticipated.